Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer attempted to carry out calibration. Exhalation pressure calibration done successfully but the exhalation flow calibration could not be performed due to failure of 0 cmh20 pressure calibration. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was giving multiple alarms, mainly "circuit fault, high pip, xdcr fault" etc. There was no patient involvement with this event.